Event description:
"(B)(6), the leading surgeon of the orthopaedic department of the hospital, reported via our sales rep, (B)(4), that he noticed during the surgery that the varus/ valgus adjustment screw is defective. According to his information, the surgery was completed successfully without any impairment of the pt or prolongation of the surgery procedure."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.